Event description:
The customer reported to olympus, the visera elite ii video system center reported error e333 occasionally. The issue was found during preparation for use. There was no delay as there was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
E2 marked in error. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No device problems were found. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.